Event description:
Respiratory therapist (rt) was called by registered nurse (rn) stating that she noticed the patient's chest was not rising and the ventilator was not making any noise indicating breaths were being given. The patient's ventilator stopped working. Rt quickly responded to the patient's room and found the rn bagging the patient. Rt assessed the vent and briefly tried it back on the patient during which no breath was given by the ventilator. Rn resumed bagging and the vent was replaced with another. The ventilator was sent to biomedical engineering. Follow up: biomedical engineering technician checked the ventilator's history and found nothing of note. The vent was sent to vyaire for evaluation.